Event description:
It was reported that the user experienced recurrent hypoglycemia after a meal announcement, with difficulty raising blood glucose despite consuming multiple rounds of fast-acting carbohydrates and snacks, and fingerstick readings documented at 49, 51, 58, 55, and then 84 mg/dl; the event was associated with an incorrect meal size entry and required oral glucose interventions. Symptoms included hypoglycemia, anxiety, dizziness, and shaking/ tremors. Outcomes included temporary interruption of normal activities and need for additional monitoring and treatment at home. Investigation included review of user-reported blood glucose data, troubleshooting guidance, and education on carbohydrate intake for hypoglycemia treatment. Investigation of this case revealed that the hypoglycemia was attributable to an incorrect meal size announcement leading to inadequate carbohydrate relative to insulin dosing. It was concluded that the device functioned as designed and user-related factors contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.